Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material # 309605. Batch # 4354989. Verbatim: rcc received a complaint via email. Dmr # (B)(4). Po #: (B)(4). Defect material description: syringe tray, 10ml bd 20pk (ref. 309605) lot number: 4354989. Item code: 309605. Defective quantity: (B)(4). Defect description: residue found on syringes in cr3/sfm-0001 while filling succinylcholine lot#30046574. The compounder was instructed to look for any syringes with residue present before loading onto dial. The units in question were not retained and if the condition recurrs a new dmr will be launched. Observed date: (B)(6) 2025. Observed during which process stage: ilp.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter eight photos of a 10 ml luer lock syringe (part number 309605) were reviewed. The first four images showed dark foreign material between the lower plunger rod ribs and the thumb rest. The remaining images showed a sponge with similar material. The condition observed is non-conforming per product specification. A physical sample is required for a more thorough evaluation, including testing such as fourier transform infrared spectroscopy. Potential root cause for the foreign matter outside the fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4354989. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.